Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2010091 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer had 2 flowflex kits where no lines appeared. She confirmed she had buffer and put the sample in the correct well. She doesn't have the cassettes any more so is unable to provide a picture. Kit was sealed and she used cassette right after opening.